Event description:
It has been reported to philips that the device will not power up. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that system was not powering up. No further information regarding the issue has been provided. No service has been performed by philips since this service quotation has been cancelled by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.